Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported having trouble calibrating nbp and etco2. The customer states no patient involvement.